Event description:
The customer stated that the central monitoring system (cns) displays a blue screen and they can hear the touchscreen in the background and start into the cns software. MFR ref#: 8030229-2015-00061.